Event description:
The customer stated that she was hospitalized with blood glucose levels greater than 500 mg/dl. The customer stated that she experienced nausea and dehydration as well. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. However, the customer had mentioned that she had been experiencing high blood glucose and no delivery alarms. Shipped the tubing clamp to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.